Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Iit was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.

Event description:
It was initially reported as exposed and frayed wires of the power extension cable. On evaluation, it was determined the power supply had frayed and exposed wires the power extension cable was not damaged.

Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of power supply. There were no damages and/or exposed wiring from the power connector plug (right angle extension cable). Unit initially was unable to power on due to exposed wiring of the power supply. In result, unit was able to successfully power on by replacing the returned power supply with a golden power supply. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands.